Event description:
Reported condition: biomed report screw missing for rotor assy and flat head screw on arm cover. Arm cover loose. Unable to find screws. Machine installed (B)(6) 2024 machine total run hours at the time of event was 1115hrs. (B)(6) 2025: national service engineer replaced with a new blood pump assembly. Machine is operating to manufacturers specifications. Ready for patient use.